Manufacturer narrative:
Concomitant products: product ID 977d260, serial# (B)(4), product type screening device; product ID 977d260, serial# (B)(4), product type screening device; product ID neu_cable/snaplid, serial# unknown, product type screening device. (B)(4). Analysis of the leads (lot no. Va0jel8040, lot no. Va0jel8039) found no anomaly.

Event description:
It was reported this was the second case with the same surgeon that during intraop testing, impedances were high ranging between 7000-9000 ohms which caused the patient not to perceive stimulation. Impedances did not resolve in a timely manner which caused the physician to request replacement leads. The leads were not implanted. Diagnostic testing/troubleshooting was performed (impedance testing and reprogramming). It was unknown the cause of the issue. The patient¿s status was noted to be alive with no injury. No complications were reportedly associated with the event. Additional information received reported the patient was able to feel stimulation with the replacement leads and proceed with the trial. Impedances were noted to be within normal limits. Additional information received reported the patient could not perceive stimulation on one lead.